Manufacturer narrative:
The manufacturer previously reported a ventilator inoperative condition occurred. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was not confirmed. There were no issues found during testing and the device functioned as designed.

Event description:
During check out procedure at the manufacturer's sales office, a ventilator inoperative condition occurred. The device was not in patient use. The device has yet to be evaluated by the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.